Event description:
The facility's biomed reported a fail code 812:02. The biomed did not have information regarding whether the failure occurred during patient use or biomed testing. Additional contact information was requested but no additonal contact was identified. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.